Event description:
On (B)(6) 2014, the patient's wife reported that her husband's blood glucose level was 189 mg/dl at 2:20am and he administered 1.0 unit of insulin. The patient immediately began feeling "bad" and within one minute he had fallen and hit his head. The patient was sweating and unable to get up to treat himself. His wife stated that she provide juice to her husband because he was unable to do so himself. She tested his blood glucose level two times, receiving results 167 mg/dl and 168 mg/dl. Both readings were within five minutes of the initial reading at 2:20am. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.